Event description:
It was reported that during the procedure to treat a de novo lesion in the left anterior descending artery and in the circumflex artery, a 3.0x28 mm rx xience prime stent and a 2.75x28 mm rx xience prime stent were successfully deployed; however, the patient died after the procedure. The hospital will not disclose cause of death. There was no reported clinically significant delay in the procedure and no other procedural or device issues noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Death is listed in the xience prime, xience prime small vessel, and xience prime long length, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.